Manufacturer narrative:
B5 was updated. Placement signal issue: due to a lack of sufficient clinical details, no data logs returned and the product returned cut, the cause of the placement signal issue cannot be established.

Event description:
Clinical assessment: a sixty-five year old male patient was admitted for acute myocardial infarction with cardiogenic shock. An impella cp was inserted, but upgraded to an impella 5.5 the next day. After three days of support, the aortic placement signal did not correlate with the arterial line. Placement and volume status were confirmed, hemodynamic support remained unaffected and the patient hemodynamically stable throughout. After four days of support, the patient was successfully weaned and the impella 5.5 was removed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 had an aortic placement signal waveform that did not correlate with the arterial line blood pressure. It was also reported that the left ventricle waveform was reporting falsely low numbers. The impella position was confirmed by echocardiography to be in good position and the patient¿s volume status was adequate. The physician stated that he believed the issue to be the impella optical sensor. The patient was noted to have no negative effects from the placement signal issues and was hemodynamically stable. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.